Event description:
While attempting to defibrillate a patient the device failed to discharged via electrodes and displayed an unknown pad full message. Complainant indicated that the clinician obtained another device to continue treating the patient with the same set of electrodes attached. The patient received a reported seven deliveries of energy. Complainant indicated that the patient subsequently expired, however, it was not related to the reported malfunction.